Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Physician reported right side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reported, right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A visual analysis of the photographs identified: observed red particles, observed red capsule, and clear fluid observed in the device inner. Through the photos provided, it is not possible to determine the lot number and catalog. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Per physician chart notes baker grade iii was reported. Device has been explanted.